Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue with a cartridge. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2015 - device evaluation: the cartridge was returned and evaluated by product analysis on 05/22/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and force test were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.